Manufacturer narrative:
(B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the motor power was too low on the compact air drive device. It was further determined that the device had too little power, the reverse trigger was blocked and the device had air leakage. It was further determined that the device failed pretest for check attachment coupling with attachments, check reverse locking mechanism, check for air leak, check triggers for forward/reverse mode, check for excessive noise and check the power with test bench: min. 110 to 160 w. It was noted in the service order that the device did not work. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.